Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 599307) were returned for evaluation. The returned drivers were visually examined under magnification. Both drivers were broken at the tip, but only one of the tips was returned. The fractured surface of the returned tip was matched to one of the drivers. The surface had light texturing without signs of ductility, which implies a brittle fracture. A possible cause of a brittle fracture is often a single event of excess torque placed on the driver. There were no signs of significant wear or other deformations. No definitive conclusions can be made. Based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 3331 and 10 investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the devices were available for evaluation; however, the results of the investigation are inconclusive as the devices were not received for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot numbers of the drivers are unknown.

Event description:
(1 of 3). It was reported during surgery two 1.5mm hex driver tip, locking groove broke. The surgery was completed with a fargloc screwdriver with no delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00298 through 3025141-2024-00300.